Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No code available (3191) is used to capture blood heavy metal increase, emotional distress and device revision or replacement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had undergone a right hip resection surgery possibly due to either infection or metallosis. There appeared to be some rent in the gluteus maximus fascia and gluteus maximus proximally which made these difficult to identify. The femoral cup was noted to be loose. A gray, cheesy-appearing pseudocapsule, which was consistent with metallosis was removed. Surgeon notes that there was marked dead bone about the cup. There was also some heterotrophic bone. Patient had all implants removed and replaced with antibiotic cement. It is unknown if the cement used was depuy. Additionally, during the index operation, the patient had lost approximately 1400 cc of blood due to the bleeding from the bone and the acetabulum after machining and cutting bone. Patient received 2700 cc of crystalloid fluids.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.